Manufacturer narrative:
Review of additional information indicated the vessel diameter is unknown but was reported as mild calcium and mild tortuosity. Esheath insertion was ok, the problem was only noted on removal and the fcs was not advised of any extra difficulties. Images of the device were provided. The 14f esheath was returned to edwards lifesciences for evaluation with dilator inserted. Per the visual inspection, the sheath liner expanded as designed. Scratches were seen on the sheath shaft. Liner delamination roughly 40mm from distal tip of sheath. Liner bunching was seen. Minor soft tip damage was observed. C-marker was intact. Minor stretching of hdpe near distal tip as well as the sheath distal tip opened as designed. Due to the nature of the complaint, no functional testing or dimensional inspection was able to be performed. A lot history review of the related work order was performed and revealed no other complaints relating to the complaint codes below. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Imagery was returned. Per the imagery, liner appeared bunching and delamination. Sheath distal tip appeared open as design, and sheath appeared expand as design. The esheath IFU, commander IFU, device prep manual - s3 with commander delivery system, and procedural training manual - s3 + commander were reviewed. No IFU/training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) for the esheath (all models and sizes) was performed with the codes identified below. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. Of the root causes identified, the following are potentially applicable to the complaint event: patient factors (calcification) and procedural factors (non-coaxial withdrawal). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed through the provided imagery and evaluation of the returned device. However no, manufacturing non-conformance could be identified. Review of the device history record (DHR), lot history and complaint history showed no indication a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Additionally, there was no report of any issues with the sheath during device preparation or unpacking, indicating that this was not an out of the box issue. As reported, ''an esheath "split" was observed on removal'', and ''no issues with sheath insertion or commander removal, problem was only seen on esheath removal''. Scratches were seen on the returned device, which are indicative of the presence of calcification. Calcification can reduce the vessel diameter and result in the creation of sub-optimal angles during delivery system removal. It is possible that the non-coaxial withdrawal that occurred due to the sub-optimal angles caused the delivery system to get caught onto the sheath liner, causing the liner delamination during withdrawal. As such, available information suggests that patient factors (calcification) and/or procedural factors (non-coaxial withdrawal) may have contributed to the complaint event. Since no product non conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. As there was no confirmed edwards defect, no corrective or preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in australia, during the placement of the 26mm sapien 3 case by left transfemoral approach, a vascular occlusion/dissection occurred requiring open repair. An esheath "split" was observed on removal. The patient recovered well and was discharged. No issues with sheath insertion of commander removal, problem was only seen on esheath removal. As per pictures received, it seems there was a liner delamination.

Manufacturer narrative:
Supplemental report to reflect device return.